Manufacturer narrative:
Samples are collected in plasma tubes with a gel separator and centrifuged for 10 minutes at 3750 rpm at room temperature. Qc is performed once every 24 hours and has been within the customer's established ranges. A routine system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched (B)(4) 2011. Fse performed a high-sensitivity system check which passed within instrument specifications. Fse did not note any hardware issues which would have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected digoxin results generated by the access 2 immunoassay system. Subsequent testing produced lower results within the therapeutic range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.